Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had an scs implanted for spinal at one point and it was not working so patient had it removed. Patient stated she had the spinal cord stimulation (scs) implanted for 5 years and stated that she had no idea when she had it implanted but stated she had it removed prior to 2014. Patient stated that the reason she had it removed was because there was "no way we could adjust it" and stated that it was "burning the bottoms of her feet" and it was "like walking on hot coal". Patient stated that she thinks this occurred "within a year" of when she got the device implanted, but stated that she did not recall when she had the device implanted. No further complications were reported/anticipated.